Manufacturer narrative:
(B)(4). Additional information: batch # l54y44. The analysis results found that the pph03 device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # pi1-x6fk8z. Additional information received: procedure: (B)(4); during the procedure everything was ok. Two days after surgery there were bleedings out of the dorsal staple line. Re-surgery required, staple line was overstitched by hand. Some few misformed staples were observed. Event date is unknown therefore the event date provided is based upon the first day of the month provided upon notification (alert date).

Event description:
It was reported that after a hemorrhoidopexy procedure, two days after the procedure the patient got bleedings out of the staple line although the surgeon made single stitch suturing. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded and three unused devices will be returned.